Event description:
It was reported to resmed that an astral device displayed multiple safety reset alarms and displayed an error message (sf195) indicating a persistent software fault. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to a resmed authorized third party service center. Evaluation confirmed the reported complaint. The investigation methods, results, and conclusion are not finalized at this stage. The reportable event occurred outside the us. During a routine check of complaints records, it was detected that the event is reportable in the us. This report is being submitted to correct the error. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device displayed multiple safety reset alarms and displayed an error message (sf195) indicating a persistent software fault. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to resmed for an investigation. Performance testing could not reproduce the reported complaint. Review of the device data logs confirmed the reported sf195 and revealed total power failure alarms. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the total power failure alarms were due to an intermittent connection with the battery. Resmed¿s risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).